Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose was 637 mg/dl. The caller stated that the insulin pump had gotten wet from rain water and alarmed button error leading up to the event. The customer passed out at work and was transported to the hospital. The customer was placed on a slider scale to stabilize the blood glucose, treated on an intravenous drip and discharged. He was wearing the insulin pump at the time of the hospitalization. The customer's mother stated that the customer had been off the insulin pump for 3 days. She stated that the batteries were changed multiple times and the screen would no longer come up. The customer's blood glucose was 416 mg/dl at the time of the button error alarm. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.